Event description:
Total lift transfer x 2 staff, lift tilted resulting in injury to resident. After reenactment of the event where two caregivers were transferring a resident, we concluded the tilt may have occurred as a result of one caregiver adjusting the sling while the lift was in movement. Examination of th e lift itself found it to be functioning without issue.